Manufacturer narrative:
The reagent lot number was 88231201 with an expiration date of 31-aug-2026. The field service engineer (fse) found the vacuum tube for naoh in the vacuum circuit broken and full of salts. This led to an overflow in several cells. The fse cleaned and replaced the tube. After the fse intervention, no further issues were reported. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 assay results for two patient samples tested on the cobas c 303 analytical unit. Sample 1: the initial result was 34.9 mg/dl. The repeat result was 128 mg/dl. Sample 2: the initial result was 12.4 mg/dl. The repeat result was 75.3 mg/dl. The tests were repeated as the results did not match the patient's medical records.